Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2016-05177, reference MFR report: 1627487-2016-05178, reference MFR report: 1627487-2016-05431. It was reported the patient underwent surgical intervention on (B)(6) 2016, where her extensions were determined to be the cause. The physician replaced the extensions with new ones. The patient's ipg was electively replaced at the same time. The patient is now receiving effective stimulation. The patient's extensions are being added as devices 3 and 4.